Event description:
The customer reported that a pt was being monitored by spo2 only and the sensor had come off the finger. The nursing staff claims no alarm occurred at time of event. The pt expired.

Manufacturer narrative:
(B)(4). The customer reported that a pt was being monitored by spo2 only and the sensor had come off the finger. The nursing staff claims no alarm occurred at time of event. The pt expired. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.